Manufacturer narrative:
Examination was not possible as no product was returned. Although the root cause could not be confirmed, it is possible that malalignment between the femoral and tibial components may have been a contributing factor. The investigation could not verify or identify evidence of product contribution to the reported event. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not identified. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to pain, osteolysis, and polyethylene wear.